Event description:
--

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead displayed twiddler's syndrome and the lead was dislodged. The lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance and insulation integrity. The lead was found to be electrically continuous and measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found deformed conductor coils at 507 to 511 mm from the terminal pin as well as a cut in the lead lumen at 509 mm. Analysis concluded that the damage to the conductor coils was likely induced during the explant procedure. Laboratory testing was unable to reproduce the reported clinical observations